Event description:
The hospital reported when they reprocess their scopes, they were not using the auxiliary water tube to manually clean the auxiliary water channel. There was no reported incident of patient injury or infection.